Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report a device's on/off button failed during inspection. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was found to be unable to switch on. The corrosion on the membrane tail, inside the j11 connector, the on/off button dome and its contact pads would suggest that the device had been stored outside the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report a device's on/off button failed during inspection. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The distributor contacted heartsine to report a device's on/off button failed during inspection. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.